Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On the same day, the patient was hospitalized for the event and started treatment with intraperitoneal (ip) injection of vancomycin 500mg (start dose only) and ip injection of imipenem 500mg (frequency not reported) for peritonitis. The following day, the patient began treatment with ip injection of amikacin 100 mg (frequency not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued. At the time of this report the patient was recovering from this peritonitis event and imipenem and amikacin therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.